Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: (B)(4) and (B)(4). It was reported that the patient system diagnostics recorded impedances, and as a result the patient was experiencing ineffective stimulation. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.